Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Tamper seals were removed/broken. The top case was chipped and cracked. The battery was missing. The plunger head was full of contamination. Force sensor test error was observed in the event history log. Customer stated problem was verified during start-up and the report problem was duplicated. The root cause of the reported issue was found to be plunger head was full of contamination. The technician replaced all parts of the plunger head.

Event description:
It was reported that the force sensor failed. No patient injury was reported.